Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, alerts for charge timeout was observed. It was noted that the patient went under surgery previously and electrocautery could have been used during the procedure. In-clinic capacitor maintenance was performed and the value was in range. The device remains implanted. The patient was okay.